Event description:
It was reported that two (2) unspecified elastomeric devices leaked. This was identified during a product check prior to patient use. Both devices contained fluorouracil (3950mg and 4450mg) in 115ml of unspecified diluent. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d1: brand name, d4 (model #, catalogue #, lot #, expiration date, UDI), g4: PMA/510k #, h4, h6 (update codes), h11. B5: update "unspecified elastomeric devices" to "two (2) small volume folfusors". Update "unspecified diluent" to "sodium chloride 0.9%". H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.